Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4), description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.